Event description:
Procedure type: lap inguinal hernia-tep. According to the reporter: as the locking foam collar was engaged, the pin popped out of the lever. The metal pin was retrieved from the pt. There was no reports of the operating time or incision being extended as a result. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 03/10/2009.